Event description:
New information indicated the lead continued to exhibit noise. The noise was reproducible with pocket manipulation. The lead remained implanted.

Event description:
New information indicated the lead was explanted and replaced on (B)(6) 2015. The patient was good condition post procedure.

Event description:
It was reported that during routine follow-up, the lead exhibited noise. The lead remained implanted. The patient was in good condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.